Manufacturer narrative:
(B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. Additional information was requested and the following was obtained: did the reservoir work as expected after first activation? No information. Was any fluid/exudate collected in the reservoir? No information. Location of the air leakage? No information. What was done to continue the suction? Was another reservoir used? The suction was not continued because as initial schedule the drain would be removed on the next day. Was there no use of product between the time air leakage was noticed and the following day when the drain was removed accidentally from the patient? No information.

Event description:
It was reported that the patient underwent an intra-articular debridement procedure on unknown date and the reservoir was connected to a drain. A couple hours after the procedure, the reservoir had been fully expanded with air and seemed to have air leak from somewhere. On the following day, the drain was removed accidentally from the patient when the patient rolled over during sleep. There was no replacement and the suction was not continued because the drain supposed to be removed on the next day as scheduled initially. There were no adverse patient consequences reported. No further information is available.

Manufacturer narrative:
During sample evaluation it was verified that the plate was able to be opened and closed. It was performed visual inspection of perimeter sealing, and no void, hole or channel was found. The zip tie that holds the plate was inspected and was in good condition. Welding around the ports was inspected and it was in good condition, there were no presence of weak welding or over welding that could cause a leakage. Based on the present analysis, it is determined that the reported complaint is not related to manufacturing process and other external causes could have affected the product integrity such as handling, non-proper usage or any other possible contributor out of the manufacturer¿s control.